Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed aspiration pneumonia with low oxygen saturation after use of a synclara cough system. Reportedly after approximately one hour after the patient completed synclara device therapy, the patient began to breathe heavily, and their oxygen saturation measured 80% spo2. The patient was taken to the hospital and was admitted for ¿developing aspiration pneumonia.¿ this diagnosis was not confirmed to be attributed to the use of the synclara device. In the hospital the patient was placed on bipap the first two days and then returned to room air, no additional treatment was provided. It is also noted that the patient received 6l oxygen while hospitalized; however, it is unknown if the oxygen was used as simultaneous supplementation with the bipap device or singularly. Five days after admission to the hospital the patient was discharged. Although the synclara device was not in use at the time of the desaturation, it is undetermined at this time whether the earlier treatment contributed to the aspiration pneumonia. There was no allegation of a malfunction of the synclara device. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent end of life functional testing and performed according to product specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.